Manufacturer narrative:
The device history records for radiesse were not reviewed as the lot number was unk.

Event description:
This complaint was forwarded by merz pharmaceuticals gmbh, germany. The physician injected radiesse to a pt and 15 days later the pt was treated again, but 2 days later the pt presented the treated area with inflammation and induration. The physician thinks that the reaction probably is caused by an infection. The pt is being treated with antibiotics and corticosteroids.